Manufacturer narrative:
Additional information is not available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
Claimant was implanted with an syk trochanteric grip w/2 cables during a hip revision that allegedly failed. Claimant is now unable to walk without the assistance if a walker.